Event description:
Additional information received stated that the patient's ipg was explanted and replaced. Stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg as recommended. As a result, the ipg became inoperable and patient lost therapy. Surgical intervention may be pending to address the issue.